Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed a falsely elevated architect anti-hbs result for one sample. The following data was provided: initial result = 74.11 miu/ml (protective), repeat = 1.76 miu/ml (not protective). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hbs, 07c18-78, abbott ireland to architect i2000sr processing module, 03m74-02, abbott laboratories irving. MDR number 3016438761-2023-00034-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect anti-hbs, 07c18-78, abbott ireland to architect i2000sr processing module, 03m74-02, abbott laboratories irving. MDR number 3016438761-2023-00034-00 has been submitted and all further information will be documented under that MDR number.